Manufacturer narrative:
Device was not returned per procedures regarding used, disposable devices. Deformation of outer cannula tip was noticed during case but did not affect successful completion of procedure. Cause of deformation not known and reoccurrence is considered extremely remote. No negative impact on pt health.

Event description:
While performing a navigated biopsy procedure, using active biopsy needle, the surgeon notcied that the tip of the outer casing (outer cannula) of the needle was bent and started to open up. Tip did not become detached and biopsy was completed successfully.